Event description:
It was reported that following a monarc sling implantation the patient experienced recurring stress urinary incontinence. The sling was removed and replaced with another sling. No additional patient complications have been reported in relation to this event.